Event description:
It was reported that during a sigmoidectomy procedure, there was difficulty in cutting and sealing. Another device was used to complete the case. There were no adverse consequences to the pt. Additional info requested regarding event and pt, but international customer could not provide any additional info.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.